Manufacturer narrative:
The na and k electrodes' lot numbers and expiration dates were not provided. The customer mentioned that they had qc issues. The field service engineer (fse) exchanged the rise unit tubes, cleaned the nozzles (one of the nozzles had some crystalization/deposits), and adjusted the springs and the gear pump pressure. He then exchanged all cuvettes and the incubator water and performed a cell blank measurement with acceptable results. The customer exchanged the na and k electrodes on (B)(6) 2024. The fse exchanged the ise sipper nozzle and tube, and pinch valve tube. He performed an ise check and it was within range. He then found that a vacuum pump membrane was leaking and the vacuum pump pipe was clogged. He exchanged the vacuum pump membranes and cleaned the vacuum pump. The fse checked the mixing and found no crystalization/deposits in the mixing vessel and on the valves. He exchanged the sample probe and cleaned the vacuum tubes. He then performed ise qc and tests and they were acceptable. He verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. The root cause was due to a wear issue (component failure).

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients' samples tested on a cobas 6000 c501 module. Results for the following tests were affected: sodium (na), and potassium (k). Sample 1 (patient 1): na: initial result: 113 mmol/l. 1st repeat result: 115 mmol/l. 2nd repeat result: 143 mmol/l. K: initial result: 2.94 mmol/l. 1st repeat result: 1.91 mmol/l. 2nd repeat result: 2.99 mmol/l. Sample 2 (patient 2) was tested on an unknown date: na: initial result: 93 mmol/l. Repeat result: 136 mmol/l (tested on another analyzer). The customer questioned the initial results as they did not pass their internal validation. No questionable results were reported outside the laboratory and the samples were repeated.